Event description:
The customer contact reported inadequate suction. At an unspecified time while in use on a patient, it was reported that "it was not possible to build up high pressures (above 120 to 180 mmhg)". There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4): (B) (4). (B) (4).